Event description:
Maude event report received indicates surgeon was performing an orif of a four-part left proximal humerus fracture which pt sustained in a skiing accident. As the surgeon was predrilling, the drill bit tip broke off in the bone and was left in place. Surgeon did not remove the bit as he/she judged it would have been destructive to the surgery site and the bit was entirely contained in the bone with no perforations of the joint surface. The surgeon determined that it would have no clinical impact on the pt.

Manufacturer narrative:
Drill bits are not implantable. Info provided on initial maude event report is not a valid synthes part number or lot number (ref voluntary report number (B)(4)). Manufacture site, manufacture date, and 510 k number cannot be determined without a valid part number, lot number, or return of the device. Investigation could not be concluded, no conclusion could be drawn. Mfg records cannot be reviewed without a valid lot number.